Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high pacing impedance measurements of greater than 3000 ohms. There was no noise noted, and other lead measurements were within normal limits. The patient thought they received a shock; however, there were no shocks delivered nor shown in the arrhythmia logbook. A chest x-ray was performed and a lead fracture was visualized. A surgical revision was performed. Once the pocket was opened, the physician noted that the fracture had been caused by the suture which had been placed around this lead and the patient's right atrial (ra) lead. The rv lead was also tested via the pacing system analyzer (psa) which reproduced the high impedance measurements. The lead was explanted and replaced. No additional adverse patient effects were reported.